Event description:
I had hernia mesh implant put in my stomach in (B)(6) 2011, nothing but problems ever since. Had surgery in (B)(6) 2013 to separate intestines from mesh. There were lots of tiny adhesions. It helped for about 4 months but all symptoms came back. My stomach hurts every time I eat when I have bowel movements, when my bladder is full, every time I do anything to exert my self. I can't lie on my stomach or left side ever or it hurts my stomach. Even simple tasks like driving cause pain.